Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there is physical damage to the insulin pump. The clear retainer ring is broken. The customer does know how it happened. The insulin pump will be returned. The customer's blood sugar was 135 mg/dl.

Manufacturer narrative:
Unable to perform displacement test due to missing retainer. The insulin pump was received with broken reservoir tube lip, missing reservoir tube o-ring, cracked select button keypad overlay, keypad overlay texture damage, missing display window cover and minor scratches on lcd window.